Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: bd received 1 shelf pack of samples from the customer for investigation. 20 samples were evaluated by visual examination and functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA#1465371). H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the customer is experiencing "an issue with item 368608. 22g x 1 ¼ eclipse blood collection needle. The safety sheath keeps falling off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the customer is experiencing "an issue with item 368608. 22g x 1 ¼ eclipse blood collection needle. The safety sheath keeps falling off."